Event description:
Patient reported device explanted due to no relief of symptoms after an implant duration of 11 months. Request for additional information from the hcp in regards to reported event, therapy details, interventions and if the explanted device will be returned to the manufacturer for analysis. A follow up report will be sent if additional information is received.